Event description:
It was reported that the cassette latch was loose in the latched position. Upon turning off the device, it sounded an error alarm but did not display an error code. Furthermore, the error alarm gradually went quieter until it completely went silent. A software upgrade is required. There was no patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: evaluation codes update. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint could not be confirmed. However, it was found that the downstream occlusion (dso) seal was delaminated, and the upstream occlusion (uso) had an air bubble. These were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.